Event description:
The pt received 2 scs extensions with the same lot number. It was reported during the pt's scs ipg replacement procedure (refer to MFR. Report: 1627487-2013-03463), the scs extensions had invalid impedance values. Subsequently, the extensions were replaced which resolved the issue. The pt was unaware of any loss of stimulation due to using subsensory therapy and being on a rest period from system stimulation.

Manufacturer narrative:
Results: the complaint for "invalid impedance" was confirmed. The continuity test of the channels showed channel 3 has an electrical open. This may have contributed to the alleged complaint of invalid impedance. Observation showed channel 1 tip electrode was missing possible from post-explant. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.